Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6) block h6: imdrf device code a0406 captures the reportable event of suture have multiple knots. Block h2 (additional information): block d7a and block h8 has been updated based on the additional information received on november 6, 2023. Block.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure. The exact procedure date was unknown. During preparation, it was noticed that the suture in the ligator was "double looped." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and showed that suture had multiple knots in the ligator thread.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6), united kingdom. Block h6: imdrf device code a0406 captures the reportable event of suture have multiple knots.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure. The exact procedure date was unknown. During preparation, it was noticed that the suture in the ligator was "double looped." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and showed that suture had multiple knots in the ligator thread.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure. The exact procedure date was unknown. During preparation, it was noticed that the suture in the ligator was "double looped." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and showed that suture had multiple knots in the ligator thread.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital . (B)(6). Block h6: imdrf device code a0406 captures the reportable event of suture have multiple knots. Block h2 (additional information): block d7a and block h8 has been updated based on the additional information received on november 6, 2023. Block h2 (additional information): block d4 and block h4 has been updated based on the additional information received on march 11, 2024. Block h10: the returned speedband superview super 7 (the ligator housing, the handle and the irrigation tube) was analyzed, and a visual evaluation noted the ligator housing suture was seen with one knot that was not the one that the suture originally had, the same failure was noted on the media analysis from the photo attached on the complaint. No other problems with the device were noted. The reported event of suture multiple knots in ligator was confirmed since the ligator housing suture was seen with one knot that was not the one that the suture originally had. Upon analysis of the returned component, it is concluded that the production line has the necessary processes and controls to ensure that the thread have all the knots necessary for its correct function. Hence, this complaint could not have left the production floor with the extra knot. All compiled information on this investigation determines that the most probable cause of this complaint is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0406 captures the reportable event of suture have multiple knots. Block h2 (additional information): block d7a and block h8 has been updated based on the additional information received on november 6, 2023. Block h2 (additional information): block d4 and block h4 has been updated based on the additional information received on march 11, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure. The exact procedure date was unknown. During preparation, it was noticed that the suture in the ligator was "double looped." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and showed that suture had multiple knots in the ligator thread.